Manufacturer narrative:
(B)(4). Date of death - unknown. Additional concomitant medical products: unknown, unknown ulnar component, unknown. Report source, literature: barco, r. Et al (2017). Total elbow arthroplasty for distal humeral fractures: a ten-year-minimum follow-up study. The journal of bone and joint surgery, 99(18), 1524-1531. Doi: 10.2106/jbjs.16.01222 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00929. Product location unknown.

Event description:
It was reported in a journal article that one patient died 11-15 years postoperatively. No further information has been provided.